Event description:
Patient pulled foley out, tubing ripped / broken with piece retained inside. Initially this case was reviewed and thought to be caused by patient movement and not device malfunction. Similar occurrence causing team to develop concern there is a device malfunction. We do not have all information at this time. Unfortunately, both devices were discarded. We have been notified they were: temp sensing 16fr silicone catheter #592250607, standard silicone 16fr catheter #592251011. Purchasing contacted medline on [redacted].